Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 600 mg/dl range. Her insulin had seemingly lost its effectiveness; however, her blood glucose improved after she changed her type of insulin. The patient has also treated via manual insulin injection. Her basal rates have been adjusted as well. The insulin pump was not returned for analysis.